Event description:
It was reported that just prior to explant for an upgrade, there was a telemetry problem. They "kept losing wireless telemetry and every five minutes had to check the find patient feature." Wireless telemetry was lost three times and re-interrogation was done with a wand. The physician wanted to be able to re-program the device to be "changed out" up until the time of removal; however, this could not be done. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.